Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.

Manufacturer narrative:
Failure analysis on the returned parts shows that the reported failure was confirmed. The failure investigation found c8 and c2 shorted on the o2 flow sensor pcba. The data acquisition pcba to motor controller pcba cable and motor controller (mc) pcba were tested and no failures were identified.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.

Manufacturer narrative:
.